Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the back light button had not been working for several months and now the down arrow button was not responding normally. The reporter denied any damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. All of the keypad button symbols were worn, which has no effect on insulin delivery. During testing, all of the keypad buttons were found to be intermittently unresponsive and required increased force to elicit a response. There was evidence of contamination found under up arrow, down arrow and ok key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.